Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the external pulse generator (epg) had a broken connector. Follow-up information obtained indicated there was no pa tient involvement. The epg was subsequently returned for repair with additional information that the lower screen was blinking.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing. It was also noted that the upper case was broken, the lower case was broken, the battery release was contaminated, two side rail covers were broken, the ring cover was broken, the heart block was broken, the battery contacts were compressed, the ring was bent, the battery drawer was broken and the keyboard pad was contaminated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.